Event description:
I had an oral surgery and was given a combination of medications including dsuvia. My oral surgeon is recorded as saying on his teaching tapes that this is what he uses for everyone. Dsuvia, versed, phenergan, dexamethasone this combination is only recommended as a last choice by the drug manufacturer because of the adverse reactions from mixing dsuvia with any benzodiazepines or other cns I do not know if the dsuvia was the problem in my case or if the doctor's mismanagement of the medication that caused my problem. I woke up during my surgery and grabbed my oral surgeon's hand as he was hammering on my zygomatic bone or maybe it was when he was cutting off my coronoid process of my mandible and removed my temporalis muscle. I did not give consent for either. I gave consent for bone level implants. I later found out the bottom of my orbital eye socket was fractured. This is a risk for any zygomatic implant it most likely happened when I grabbed his hand. He fixed it without telling me he put sutures on the bone. He erased it from my x-ray. I do not know who was in my surgery. I found out what happened when I went to a different dentist and saw on the x-ray I could have died right? I then woke up sometime later. I saw my regular dentist sitting at one of the student's desks on the other side of a glass wall working on my temp, I guess. I tried to get his attention and could not. I woke up again and I was all alone in a room with a camera in my face. I am not a free client. I am a paying customer and was taken downstairs from the doctor's private practice day of surgery to his dentist school after I was on drugs. He led me downstairs to his teaching school. I did not agree to be filmed. I feel violated. Yet the film he took will back up what I say. I guess the staff watches from the live feed in his upstairs practice. He is refusing to tell me who attended the surgery. I have reason to believe that someone who is not licensed to be near patients was in my room during my surgery and may have laid hands on me. It was also brought to my attention that there is something called a "chairside" help from this lab. I saw on the computer in my room someone from the lab came the night before and took my abutments and did something to it the day before my surgery. When I asked what the lot numbers were and what he did to my abutments the doctor would not tell me, and the lab will not talk to the patient directly. I believe this person attended my surgery. They have no license to do anything other than being a business owner. There is something called chairside help it is when the lab gets to see the surgery in realtime to help the surgeon with his product. I feel this is a huge hippa violation as I do not know who was watching me and who attended, nor did I give my permission. The big question why if I was only supposed to have 4 implants do I have 5? Where is the lot number of this one? There are two implants that cross each other in a v shape and it looks like they are soldered together why? I have zero idea what happened with my surgery because doctor (B)(6) will not talk to me or refer me to anyone. I think my surgeon had to give me extra medication after the time I woke up when I grabbed his hand. The last time I remember when I woke up my legs felt painful, and my head was in great pain. I was moving back and forth and tried to get out of my chair I was all alone. After begging for help for some time the doctor showed gave me a shot of something then quickly left. Take away why dsuvia might be a dangerous drug and what happened to me. I feel like I had something called withdrawal syndrome. " use of dsuvia with cyp3a4 may lead to a withdrawal syndrome. I do not take any pain medication long term for anything so I am not sure why this would happen to me. I don't know if this medication dsuvia is typically used in long oral surgery settings for me it was a disaster, and I just thought I should report the oral surgery I was also given versed phenergan and dexamethasone. Ref reports: mw5171873. Pt health codes: 1870, 1924, 1994, 1880, 4911. Device codes: 2958, 2017.